Manufacturer narrative:
This ipg was included in field advisories: 1627487-12192011-003-r. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is unable to establish communication between her ipg and external devices. It was also reported the patient has not recharged the device in 6 months and the patient is without stimulation. Follow-up information revealed the patient may consult with the physician regarding surgical intervention as the next course of action. The event date is unknown.

Event description:
Follow-up information revealed the patient underwent surgical intervention where the ipg was explanted and replaced. Reportedly, the patient has effective therapy postoperative.